Event description:
It was reported that there was insufficient additive and clotting occurred after use with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter: (2 of 2 complaints). It was reported that no serum is being extruded from the tube after spinning down. Redraw was done on (B)(6) 2020. I now have a sneaking suspicion that it is the patients who have blood issues rather than this tube because one of them returned for a redraw and a large red tube was collected¿but the same thing happened¿the serum was ¿stuck¿ within the clot after spinning.

Manufacturer narrative:
H.6. Investigation: bd did not receive samples or photos for this complaint, therefore retention samples from the same lot were tested for the defect of poor serum. No difficulties were encountered during blood collection and all tubes appeared to exhibit proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure, poor serum, because the defects were not evident in the testing of the customer lot samples. Evaluations of both retain and control samples tested were acceptable. All tubes demonstrated clinically acceptable performance for all visual observations evaluated. This complaint is not confirmed with respect to poor serum. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that there was insufficient additive and clotting occurred after use with a bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter: (2 of 2 complaints) it was reported that no serum is being extruded from the tube after spinning down. Redraw was done on (B)(6) 2020. I now have a sneaking suspicion that it is the patients who have blood issues rather than this tube because one of them returned for a redraw and a large red tube was collected, but the same thing happened, the serum was ¿stuck¿ within the clot after spinning.